Event description:
Olympus was informed that during unspecified laparoscopic procedure, 10 minutes after starting the procedure, the pt's heart rate dropped. The abdominal pressure indicator of the device showed 30mmhg. The heart rate became stable after reducing the abdominal pressure by opening the valve of a trocar. The procedure was reportedly completed with the device. The pt was reportedly in stable condition after the procedure.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation could not confirm user's report. The evaluation found that the uhi-3 worked without any problem. Also, olympus checked the MFR history of the subject device, there was no irregularity found the exact cause of the event could not be conclusively determined, however the pt condition or user's handling cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution